Event description:
It was reported that pump screen was pixelated and scratched, which made pump display difficult to read. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any further actions taken.